Manufacturer narrative:
The customer reported that the display on the central nurse's station (cns) failed. While troubleshooting the issue, it was determined that the monitor on the cns was bad. The customer will speak to their sales rep if they decide to purchase a new monitor. Replacing the failed monitor with a spare monitor resolved the issue. No patient harm was reported.

Event description:
The customer reported that the display on the central nurse's station (cns) failed.

Manufacturer narrative:
The root cause was determined to be display failure. The lcd display has a standard warranty of two (2) years. Under normal conditions, after two years of usage there is a chance the display will fail and need replacement. The reported issue would be considered a normal failure mode and thus does not require further investigation.

Event description:
The customer reported that the display on the central nurse's station (cns) failed.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer reported that cns device's monitor was blank. When nk ts assisted customer in booting up cns with known good display, device booted up and displaying as intended. Service requested: exchange. Service performed: troubleshooting. Investigation result: device was put on 12/15/2013. Service history shows no other incidents. Service history for this customer shows this is an isolated incident. Display monitor was not sent to nka for evaluation. Maintenance data for the cns device is not available. Due to limited information, the root cause of the display failure could not be determined. Additional information: b4. Date of this report. E2. Health professional. E3. Occupation. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? . Additional information . H3. Device evaluated by manufacturer?. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.